Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that the device sparked around the battery cover and left a burned dimple.

Event description:
The user reported that the device sparked around the battery cover and left a burned dimple. Only pinpricks through clothing were observed, but no marks were left. No injury was reported.

Manufacturer narrative:
Conclusion: a finetuner echo was sent to service _ repair because of malfunctioning. During device investigation a failed capacitor was detected which was clearly the reason for the reported issue. Electrical inspection could not be performed because of the observed failure. A change request was carried out to change the affected parts. No injury was reported. This is a final report.